Manufacturer narrative:
Olympus medical systems corp. (Omsc) will start evaluating the device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during inspection and repair at the olympus local service department, it was found that when the endoscope of 190 series was connected to the subject device, the image was not displayed. Other detailed information was not provided. There was no report of patient injury associated with the event. This device is an olympus asset.